Event description:
It was reported to kendall/tyco healthcare in 2005 that a customer had a problem with the kendall neonatal PICC catheter. The customer alleges after ten days of insertion the PICC started to leak, no pt injury noted.